Event description:
The iab was inserted into the pt on 11/13/97 at 9:00 am and removed on 11/14/97 at 12:00 pm. The iab did not malfunction. A vascular surgeon was consulted. The pt had a thrombosis and major ischemia. Removal and surgery were required. Event complications: thrombosis/ischemia/removal/surgery required-rpt'd 12/5/97. Pt's current status: discharged-rpt'd 12/5/97.